Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received a shock and heard a beep. Upon device interrogation a red screen for fault on the programmer was noted. It was also reported that this patient had received radiation therapy and that the device went into reset/backup due to radiation damage. This patient does have more radiation treatments scheduled and device function was discussed with technical services. The last in office interrogation was over ten months prior and the most recent remote monitoring transmission was sent a few days prior this current incident. There were no indications of lead issues noted with the recent remote data information. No further adverse patient effects were reported.

Manufacturer narrative:
Information suggests this device remains in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this device was explanted and replaced with a non-boston scientific device due to the inability to resolve interrogation issues. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.